Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient¿s device seemed to be turning off and on by itself. The rep reported that the patient hit her hip where the ins was implanted. The rep reprogrammed the settings. The patient felt good coverage when she left but called within the hour to tell the rep what was happening. The rep reported that the patient hit her hip near the ins one or two nights ago and had not had adequate stimulation since. The rep met with the patient and changed some settings and the patient left feeling happy with stimulation but called the rep an hour later stating that stimulation stopped on its own. The rep didn¿t know if the ins was off or just the patient losing stimulation sensation. The rep had the patient go from group a to group b and the patient felt stimulation again. The rep had the patient go back to group a and the patient felt there too. The rep reported that the patient then called later today and said that she lost stimulation sensation again. The rep didn¿t know if the patient had adaptive stimulation enabled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a health care provider (hcp) via a manufacturer representative reporting that the implantable neurostimulator (ins) was on cycling mode. Turning off cycling resolved the issue. No further complications were reported.